Event description:
It was reported that a male, pt, was in the operating room and a right radial arterial line was being inserted by the md. The spring wire guide (swg) became stuck and as the physician attempted to pull on it to remove, the swg was noticed to be unraveling. The physician did remove the swg and catheter with a small fragment obtained by the physician with her fingers at the skin surface. It was not known if the swg broke and any fragments might have been retained. The physician obtained an x-ray and verified no fragments were retained. No surgical intervention was needed. The swg was disposed of in a sharps container and initially we were told not retrievable, however, the sharps container was opened and the large swg obtained. The device was replaced successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.